Manufacturer narrative:
Batch review performed on 07 may 2021: lot 1910872: (B)(4) items manufactured and released on 06-mar-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved: batch reviews performed on 07 may 2021: reverse shoulder system 04.01.0006 std humeral diaphysis - cementless - 11 (k170452) lot 1903916: (B)(4) items manufactured and released on 12-sep-2019. Expiration date: 2024-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 1910098: (B)(4) items manufactured and released on 07-may-2020. Expiration date: 2025-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot 1910099: (B)(4) items manufactured and released on 13-may-2020. Expiration date: 2025-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 1811902: (B)(4) items manufactured and released on 28-mar-2019. Expiration date: 2024-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Reverse shoulder system 04.01.0191 threaded glenoid baseplate ø24.5x30 (k171058 ) lot 1811893: (B)(4) items manufactured and released on 18-jul-2019. Expiration date: 2024-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot 184567: (B)(4) items manufactured and released on 25-apr-2019. Expiration date: 2024-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed the hardware, and implanted a spacer with antibiotic cement 6 months after primary. The surgery was completed successfully.